Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-replacement low right ventricular (rv) sensing was noted as well as high pacing thresholds. Loss of capture was also noted. The patient refused to have a new lead added but the device was replaced with a competitor device. The device will not be returned. The lead remains implanted. No additional adverse patient effects were reported.